Manufacturer narrative:
One medfusion 4000 wireless syringe infusion pump was returned for analysis. Upon visual inspection of the unit the left front bottom corner was cracked, bottom case was cracked, right/left plunger case was cracked and a broken screw inside the plunger case was observed. The device history log was reviewed indicating that a force sensor test error and that there was a battery communication time out had occurred. The unit was then powered up; force reading without any force on force sensor read: count 0 and -0.77 lbs. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the result of the customer's impact to the device.

Event description:
Information was received indicating that a force sensor test failure occurred to a smiths medical medfusion 4000 wireless syringe infusion pump during a routine check. It was reported that the battery was showing not to charge and that there was a board communication error. There were no reported adverse patient effects.